Event description:
It was reported by the physician that the catheter was placed in the right internal jugular of a female patient (pt.). As patient was leaving the hospital, the newly placed catheter pulled back and out by about 6cm. She was covered in blood and walked herself back to the department compressing placement site. The catheter was freely moving along entire course of the tract. It could travel forward so far into the right atrium as to precipitate ectopy and could come out so far that the cuff was exposed and the tip retract back into the superior vena cava. The line was not secure and adhesive dressings could not secure it in place, as they became blood soaked from catheter's extreme back and fourth movement. Tissue quality in these chronically ill patients is often poor, and it does not always grip the cuff. This is especially problematic in large breasted females as the weight of the breast tissue can cause a great deal of traction on the catheter. Physician stated he does not over dilate the tract. In fact, the tract was so tight that the physician had trouble initially getting the cuff through the venotomy site. The catheter was finally able to be secured by suturing the exit site. The patent did experience bleeding.

Manufacturer narrative:
Sample will not be returned for evaluation.